Event description:
The customer reported that the cine function was not operating properly. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The fse reformatted the cine drive. The system operates as intended.